Event description:
Customer reported a button error on her insulin pump. She stated she could not input any boluses or clear the screen. The esc and act buttons are unresponsive. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.